Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2-h6: the computer, lot #: 2206f01096, was returned to the manufacturer for analysis. The computer passed all aspects of burn-in testing with the exception of the 3.5mm sound which failed for corrupt audio input. The 3.5mm sound jacks sbc (u17) component failed and is a pch (platform controller hub). A malfunctioning pch can lead to a wide range of system issues, including loss of audio output, system hang during the boot process, and overall system instability. Previously reported codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the computer and solid state drive (ssd) were replaced to resolve the issue. Codes b01, c13 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764; product ID: 9736411: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used prior to a procedure. It was reported that the site received an 'issue detected during bootup' error message. It occurred multiple times during bootup, but they were eventually able to utilize the system with no additional issues. Troubleshooting steps were performed. A manufacturer representative completed a battery test - both carts showed 100% when plugged in, discharged normally, and connected back to wall power just fine. The outlets were checked and worked normally. While technical services (ts) was troubleshooting with the rep, the issue continued occurring inconsistently. In addition, the main cart monitor shut off first and went to no video, then the camera cart shortly followed and the screen shut off. It briefly went from connection to pcoip lost, then the system booted back up to login screen on both carts. It was noted the issue did not occur frequently. The likely cause was a suspected computer. There was no patient involvement. Additional information was received. It was reported that the rep did not have an issue pulling logs in admin mode, but it took three tries to pull the patient exam export from cranial software due to the system screen going black and restarting.